Manufacturer narrative:
The reported event was confirmed. The device had not met specifications. The product was used for diagnosis and treatment purposes. The product was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out due to the balloon burst. Per additional information from ibc via email 17jul2019; there were no missing pieces to the burst balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out due to the balloon burst. Per additional information from ibc via email 17 jul 2019; there were no missing pieces to the burst balloon.